Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported stent dislodgement. It is likely interaction with the dislodged stent and/or lesion characteristics may have contributed to the reported material rupture and subsequent inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the stent of the 3.5x33 mm xience sierra stent delivery system (sds) came partially off the sds while halfway out of the guide catheter. Reportedly, no resistance was noted. The physician tried to inflate the balloon once the stent was in place but the device would not hold pressure and the balloon failed to inflate. The stent was retrieved by using a non-abbott guide catheter extension and a balloon to trap the stent and pull everything out. Another, same size xience sierra stent was used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.